Event description:
It was reported that the customer was hospitalized for dka. The customer stated that their md has requested for a replacement pump. It was indicated that the md believes the pump was the cause for the event due to not finding any other cause for hbgs. Although, the customer stated that their hbgs does not lower with manual injections. It was confirmed that the pump passed the prime test, but customer did not have a clamp for the occlusion test. In addition, the customer was instructed to call back when the clamp arrives.